Event description:
Medtronic received information that the patient with this bioprosthetic valve died two to three days following the implant procedure. The exact date of death and cause of death was not reported. Autopsy revealed the presence of thrombus on the valve. It was also noted that patient's medical history was significant for cancer. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4). The device history record was unable to be reviewed as the serial number of the device was unknown. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The cause of death was not disclosed. However, autopsy revealed the presence of thrombus on the valve. This finding is generally considered a patient related condition.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.